Manufacturer narrative:
The initial medwatch report was erroneously submitted. The device achieved full expansion through normal endovascular techniques, there was no injury to the patient, and no device malfunction occurred.

Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. The engineering evaluation state only a catheter and three pieces of deployment line were returned. Based on the device examination performed, no manufacturing anomalies were identified.

Event description:
It was reported to gore that a patient presented with a stenotic occlusion in the left cephalic arch. A left arm fistulagram and left subclavian vein pta were performed. The stenosis was ballooned, but remained tight, requiring placement of a stent. Using a 12fr sheath, a 13x5 gore® viabahn® endoprosthesis was advanced to the target lesion. As the deployment line was pulled, the line snapped and broke. The physician was able to continue deployment by pulling on the line coming out of the deployment knob port. When the catheter was removed from the sheath, it was noticed at this time the deployment line was not completely out of the patient, and the viabahn device had not fully expanded. The remaining deployment line was pulled and the device showed some movement, but remained in place. As reported, this patient was considered high surgical risk; open surgery was not an option. The deployment line was pulled with some force, resulting in full device expansion. The deployment line was then completely removed from the patient. Post-ballooning was done using a 12x4 conquest balloon. The results were reported as optimal with the full device expansion at the intended treatment site. The patient was reported to be doing well following the procedure.